Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no device abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the xenon light source had a b30 error (scope communication error) on three different 190 scopes when prepping for a colonoscopy procedure. The procedure was completed on the same device with no delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The costumer's complaint was not confirmed, and a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "b330 error" malfunction would likely be a cable connection and contact failure of scope connector. Olympus will continue to monitor field performance for this device.